Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the error logs indicated the power supply 1 5 volts was low. Problem occurred after system had been running for 36 hours. No errors occurred after resetting system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was having trouble booting up. The generator did not connect and the site had to re-boot a few times in order for it to connect. No patient present.